Event description:
The customer reported that they splashed waste fluid in their eyes and lips while changing the fluid waste bottles on the vitros 3600 system. This event constitutes biohazard exposure as the waste fluid contains patient samples, reagents, and other fluids that are disposed of following assay processing. (B)(4).

Manufacturer narrative:
The vitros 3600 system device labeling includes the following: "assume that all used equipment is contaminated with potentially infectious biological material. Note: in the united states, use the "universal precautions" recommended by osha (occupational safety and health administration) bloodborne pathogen standard 29cfr1910. 1030 when handling, cleaning, and packing equipment. In particular: - wear gloves, closed shoes, buttoned lab coats, and safety glasses throughout the cleaning and maintenance process. - treat all waste materials used in the cleaning process as contaminated. Follow the site procedures for your laboratory to dispose of these materials. Bloodborne pathogens: observe universal precautions following the osha bloodborne pathogens standard and the cdc/nih and who (world health organization) guidelines at all times when dealing with blood or body fluid and contaminated equipment." Personal protective equipment (safety glasses) was not being worn at the time of the event. The root cause of this event is user error.